Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a bilateral knee primary attune to treat end-stage osteoarthritis with flexion contracture. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain and flexion contracture secondary to gross loosening of the tibial tray. The surgeon notes the patient had a preexisting flexion contracture that returned one year after primary tka. Upon entering the joint, adhesions were lysed, and a periosteal capsular release was performed. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. The surgeon notes there was a large tibial bone loss during cement removal due to excellent cement interdigitation. The patella was well-fixed and retained. There was no reported product problem with the femoral component or tibial insert revised to accommodate a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2018; dor: (B)(6) 2020; left knee.